Event description:
Customer reported receiving low readings from his adc freestyle libre sensor. He further reported that on (B)(6) 2019 he was hospitalized for open heart surgery. During his hospitalization the sensor, which he had inserted prior to being admitted, was found to be producing lower readings than readings received on a healthcare provider¿s meter and provided the comparisons: sensor: 6.8 mmol/l (123 mg/dl) vs hcp: 9.1 mmol/l (164 mg/dl); sensor: 13.6 mmol/l (245 mg/dl) vs hcp: 16.8 mmol/l (303 mg/dl) and sensor: 8.0 mmol/l (144 mg/dl) vs hcp: 11.6 mmol/l (209 mg/dl). Customer denied experiencing any symptoms, noted he had received an intravenous infusion of dextrose, but did not know if it was specifically related to the readings or just part of his treatment while in the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings from his adc freestyle libre sensor. He further reported that on (B)(6) 2019 he was hospitalized for open heart surgery. During his hospitalization the sensor, which he had inserted prior to being admitted, was found to be producing lower readings than readings received on a healthcare provider¿s meter and provided the comparisons: sensor: 6.8 mmol/l (123 mg/dl) vs hcp: 9.1 mmol/l (164 mg/dl); sensor: 13.6 mmol/l (245 mg/dl) vs hcp: 16.8 mmol/l (303 mg/dl) and sensor: 8.0 mmol/l (144 mg/dl) vs hcp: 11.6 mmol/l (209 mg/dl). Customer denied experiencing any symptoms, noted he had received an intravenous infusion of dextrose, but did not know if it was specifically related to the readings or just part of his treatment while in the hospital. There was no report of death or permanent injury associated with this event.